Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: comp-(B)(4).

Event description:
It was reported that a silent nite 3d appliance has broken. Reportedly the lower right anchor came loose. No injury was reported.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to become loose manufacturer reference: (B)(4).